Event description:
The customer reported the ventilator went vent inop during use. The customer reported there was no patient harm, and could not recall if the alram sounded, vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician was unable to duplicate the reported problem. However, the service technician confirmed a diagnostic code in log history indicating a vent inop occurred due to a flow sensor failure. The service technician replaced the exhalation flow sensor, performance verification testing was performed on the ventilator, and all tests passed per operating specifications.